Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1903307. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-19. Medical device lot #: 1812291. Medical device expiration date: 2023-11-30. Device manufacture date: 2019-01-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 20ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint in relation to product bd300613 lot number 1903307 & 1812291. The customer states that white bits were observed inside the syringe. I have requested samples from the customer and I shall forward these on as soon as they are available.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lots 1903307 and 1812291, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of each lot were used for additional evaluation. The product was visually inspected, no foreign matter was observed in any of the syringes or blister packaging. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends h3 other text : see h.10.

Event description:
It was reported that bd plastipak¿ 20ml syringe had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: we have received a complaint in relation to product bd300613 lot number 1903307 & 1812291. The customer states that white bits were observed inside the syringe. I have requested samples from the customer and I shall forward these on as soon as they are available.